Manufacturer narrative:
Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20882755, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was noted that the patient was also experiencing sharp burning pain on the left mid upper back area, stabbing pain in hand and in the neck, weakness in the arms and left leg, bladder leaks all the time, muscle spasm in upper back and felt high fatigue. It was mentioned that that the physician believed the patient had broken ribs, however, ribs were not broken and suspected that this was caused by the stimulator. The patient underwent an explant procedure and was still experiencing the above-mentioned symptoms postoperatively.